Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer administered a correction injection to address the bg. The customer declined further troubleshooting with tandem technical support, and additional information could not be obtained.